Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a hypoglycemia, and seizure event on 22-jun-2025. Blood glucose level was low at the time of the event. Patient took carb intake and urgent care. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.